Event description:
It was reported that the device suffered a reset as noted during interrogation. The device reprogrammed automatically to the previous parameters following interrogation. In addition, it was noted that the ventricular lead previously exhibited increased threshold as a routine follow up appointment indicating lead damage. The lead output was subsequently reprogrammed. Following that appointment, ventricular high rate episodes due to noise, increased threshold, and increased impedance were noted. The ventricular lead was reprogrammed to unipolar and the sensitivity was increased. The lead and device currently remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4)